Manufacturer narrative:
No investigation of the ventilator was requested. According to the healthcare facility, the issue could not be reproduced despite multiple attempts, including running the system with a test lung for several days. The device passed pre-use check as well as all performance and safety tests in line with factory specifications, and it was cleared for clinical use. No parts were replaced. Provided device logs were reviewed. In the event log on the reported date and time after filter replacement there are alarms for expiratory minute volume low and respiratory rate high indicating a leakage in the patient circuit system. According to the test log, successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The alarm generation indicates that the ventilation was affected by a leakage in the patient circuit which most likely occurred after the stated filter replacement.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that after filter replacement, expiratory minute volume measurements disappeared on the screen and the patient¿s respiratory rate increased. The ventilator was replaced, and patient treatment could continue. There was no patient harm. Manufacturer¿s ref #: (B)(4).